Event description:
According to the complaint, the needle is rusty. The complaint concerns the following amount of products: 956-522 lot ub52 7 samplers, 956-522 lot rv53 2 samplers, 956-522 lot rw-55 6 samplers. The samplers was not taken into clinical use, as the user detected the needle coating during a check of the storage.

Manufacturer narrative:
Information has been added to which was missing in the initial report.

Manufacturer narrative:
On january 25th, 2017 radiometer issued a field action to recall the affected products from china. The investigation has shown the following: corrosion of needles has been identified on 4 lots of item number 956-522. - the 4 lots in interest have been distributed to 11 countries world-wide. Corrosion only identified on samplers sold in (B)(4). - only a few needles (<10) of each sampler lot have signs of corrosion. A lot size is typically (B)(4) samplers. Root cause investigation - the root cause of corrosion is exposure to high concentrations of chloride containing gas/liquid in a high temperature & high humidity environment. - analysis and investigations have been made to support this root cause: chloride salts identified on syringes. Feo + fecl3 identified on corroded needles. Significant smell of chloride of samplers with corroded needles. Litterature investigation and experts statements. - by testing of reference samples, it has been concluded that exposure to chloride occurs after samplers have been shipped to (B)(4). - investigation of each step of the supply chain has been performed. - use of chloride containing gases has not been identified anywhere in the supply chain, and would not be present during normal handling/storage/shipping. Conclusion is that no systematic pattern of needle corrosion can be found. The corrosion is limited to a few needles of each lot, and will not be present during intended handling, storage and shipping.